Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging the implant and controller and the issue started on sunday. Patient stated they were able to unplug and plug the recharger into the controller and that seemed to have resolved the issue, but now they were not able to charge the implant. Patient said they were getting software problem 1. Intellis 2. 3. 6 3. 243 4. Qf port on the controller. Patient mentioned they were laying down to charge implant and it was taking a long time to charge. Patient also mentioned they noticed their controller and recharger were getting warm. Pt also mentioned having to move angle the cord in a certain way but they did not explain further. During the call patient reset the controller and verified no damage to the controller battery compartment or to the battery pack or the recharger cord. Agent assisted pt on resetting controller, controller woke up but did not charge after the battery was reinserted (controller 70% and implant 60%). Patient then started a charging session and was able to start charging implant with excellent charging quality. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the li bp. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: m995402a001, (serial: (B)(6), implant date n/a; explant date n/a, section d references the main component of the system. Other medical products in use during the event include: 97755-s (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via patient letter. Patient confirmed their weight at time of event was 154 pounds.